Event description:
It was reported that the pt complains of aches and pain wound hip area. Pt complains of swelling.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.